Manufacturer narrative:
Sample collection and storage information was not provided. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this cf event and recovered within assay limits. Service was not dispatched for this event. The root cause is unknown.

Event description:
Customers contacted beckman coulter inc. (Bci) in regards to recovering high mcv results on two patients' samples and were alerted when they were failing their xm batch testing.the results were reported out of the laboratory. Two patient samples were run on the lh780 instrument lh2 and rerun on an alternate instrument (lh780 lh1). Patient results are provided. No affect or change to patient treat associated with this event.